Event description:
It was reported the patient had a single trial lead placed and the lead incision site was bleeding. Patient indicated she takes an anticoagulant medication. Patient's lead was removed on (B)(6) 2017. Follow-up information indicated the patient is doing well and the issue has ceased.